Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7073012. Brand name: linear 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7072533. Brand name: spectra wavewriter, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 377963.

Event description:
It was reported that the patient experienced a dramatic increase of pain over the past twelve months. The patient was administered a ketamine infusion a week ago with no benefit. The physician assessed the increased pain was not device or procedure related. However, one of the three leads was no longer providing stimulation as there were no working contacts. The other two leads were successfully reprogrammed to cover the pain area in the abdomen; however, stimulation has no longer been effective therapy for the patient.

Event description:
It was reported that the patient experienced a dramatic increase of pain over the past twelve months. The patient was administered a ketamine infusion a week ago with no benefit. The physician assessed the increased pain was not device or procedure related. However, one of the three leads was no longer providing stimulation as there were no working contacts. The other two leads were successfully reprogrammed to cover the pain area in the abdomen; however, stimulation has no longer been effective therapy for the patient. Additional information was received that the patient underwent a system explant procedure and was doing well postoperatively. The devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7073012. Brand name: linear 3-4. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7072533. Brand name: spectra wavewriter. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 377963.